Event description:
A death certificate listed the patient's cause of death as hypoxemic respiratory failure with an onset interval of 24 hours prior to death. The patient's death was due to or as a consequence of aspiration pneumonitis with an onset interval of 48-72 hours prior to death and seizure disorder, which the patient had for several years. The patient's death was natural and did not occur as a result of injury. The patient died in the hospital, and no autopsy was performed. No additional relevant information has been received to date.

Event description:
It was reported that a patient had passed away. The patient died in the hospital after a long illness. The patient's official cause of death is unknown. No additional relevant information has been provided to date.